Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral and umbilical hernia repair surgery on (B)(6) 2014 during which the surgeon noted patient¿s pulse decreased demonstrating the likelihood of significant pain induced by this material. It was reported that the patient experienced severe pain, nausea, chills, inflammation, infection, loss of appetite, stress and anxiety. No additional information is provided.